Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which s1 lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-90a , UDI: (B)(4), serial: (B)(6), batch: 9023663.

Event description:
It was reported that the patient's lead has high impedances resulting in ineffective therapy. As a result, surgical intervention may be undertaken to address the issue. It is unknown which s1 lead contributed to the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2025 wherein patient's entire system was explanted.